Event description:
It was reported that the customer had a test failure alarm on the insulin pump. Customer stated that he had a no delivery alarm on (B)(6) 2015 due to a blockage. Customer stated that he cleared the blockage himself by priming manually using the plunger. Customer stated that the set worked after that. Customer declined troubleshooting. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.